Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following an unrelated surgical procedure where it is unknown if device was placed in surgery mode, the ipg became unable to communicate with external devices. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.